Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at end of the procedure, the inflation balloon broke off and the closing device mechanism broke off.